Event description:
It was reported that error 23103 occurred the previous day. Site was using the system currently with no error, but they also moved the 4th arm to the other side of the robot for the case. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arm 4 was disabled and procedure was completed using 3 arms. The robotic coordinator tightened the pin holder on the center console as part of troubleshooting.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) spoke to the customer and confirmed that the error could be recovered and did not reoccur. No site visit was conducted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional review was performed by an intuitive surgical, inc. (Isi) quality engineer and the probable root cause may be attributed to intermittent latency in the encoder feedback loop on the setup joint (suj) 4 caused by electrical noise or transient interference in the system. It can be resolved by power cycling the system since this is a recoverable fault.